Event description:
On may 22, 2008, a boston scientific employee became aware of a clinical study article, "comparison of wallstent and ultraflex stents for palliation of malignant left sided colon obstruction" published in gastrointestinal endoscopy 67:3;2008, pp 478-488 (see attached). The study was a retrospective analysis to compare wallstent and ultraflex stents. The following information was derived from this article: the patient experienced hematochezia less than "7 days post" implant.

Manufacturer narrative:
The device manufacture date is unknown since the upn and lot number were not ascertainable from the complainant. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (See scanned pages).